Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she hadn't been using the device much. The patient met with a manufacturer representative who showed them but it still took them a while to find the right spot. The patient stated it was still difficult to get it to light up the charging squares. The patient mentioned that she thought the device was causing more pain and she had pain at the implant site. The patient¿s programming was set to low on e and she kept it that way for weeks. The patient had pain for several days and after turning off the device the pain stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had been trying to charge and it did not want to charge. Patient reported she repositioned antenna and was having a hard time. Patient stated sometimes it showed a hand and a finger pointing to it. Patient stated she has not been using it much. No further complications were reported/anticipated.